Manufacturer narrative:
The company rep verified the complaint of 'blood detected error' and autofill failure'. 'Maintenance code #3 (balloon transducer offset failure)' in the fault log. However, the company rep was unable to duplicate the event. The company rep removed moisture from purge tubing and replaced the purge filter (part number: 0008-00-0331). As a part of the maintenance procedure, the expired safety disk was replaced. The 8psi regulator was calibrated. Full functional and performance tests were performed on the iabp unit. The iabp met the factory specs and was returned to the customer. (B)(4).

Event description:
The customer reported that while the iabp was in use of a pt, the iabp generated a "blood detected" alarm. The customer rebooted the iabp and the iabp generated a "autofill failure" and "maintenance required code #3" (balloon transducer offset failure) alarms. The pt was switched to another iabp and therapy was continued. No pt injury was reported.